Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: the instructions for use state: the hold feature will not work unless sensor is plugged into the alarm. Press the hold button until the yellow hold indicator light is flashing. You have 30 seconds to assist pt into or out of bed or chair before alarm returns to monitoring mode. When assisting pt out of bed, move pt towards the edge of the bed with his or her legs over the side before pressing hold button. This will allow more time to reposition the pt on the sensor without activating the alarm after the 30 second hold period expires. At the end of the 30-second interval, if weight is present on the sensor, chair belt sensor is connected, or the pir sensor is connected, the alarm light will switch from yellow to green and begin monitoring. Always verify the green light is flashing and the alarm and sensors are monitoring before leaving the pt unattended. The hold feature: allows pt to be away from bed or chair for extended periods without alarm activating (e.g. For meals, therapy, toileting, etc.). Helps ensure continuity of care when there are several caregivers. If the alarm is turned off while in hold, the alarm will still be in the hold mode when the alarm is turned back on. To take alarm out of hold: apply weight to sensor, connect chair belt sensor or activate pir sensor after 30 seconds. Hold feature will time out after six (6) hrs and alarm will go back to monitoring mode automatically. (B)(4).

Event description:
The customer reported the alarm will not reset itself out of the hold mode. The customer took the batteries out of the alarm for a 12 hr period and the alarm remains on hold when the batteries were reinserted. There was no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.